Event description:
No harm evident, physical or otherwise to nurse. Nurse was clearing air bubbles from tubing and pulled a little on the tubing that is placed in the pump when it snapped apart and ivig splashed nurse's eye. Nurse rinsed the eye and pharmacy was called to ensure all procedure was completed.